Event description:
Discordant troponin results were generated by the dimension rxl max with hm system. The results were reported out of the laboratory. Samples were retested on the same system and the results obtained were within expectations. The retest results were reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin results.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After analyzing the instrument data, the tsc determined that user error caused the event. The customer accepted a calibration with erroneous values for the level 3 calibrator and did not validate the calibration accuracy with quality control recovery. The instrument is performing within specifications. No further evaluation of the device is required.